Manufacturer narrative:
It was reported that the patient was re-admitted to the hospital due to pain. The affected synergy porous stem, r3 acetabular insert, r3 no hole coated shell, oxinium femoral head, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. It was communicated that this adverse event has been resolved with medications. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient was re admitted on the hospital due to pain, he was treated with medication.